Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an error 0000040 and 90008 self test failure. There was no patient involvement.